Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: unknown, information not provided. Section e1: initial reporter first & last name: unknown/information not provided. Section e1: email address: unknown/information not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon implanted an eyhance toric iol into the patient's eye during the surgery and discovered that the iol optic was damaged due to a gold coating. Upon clarification, it was confirmed the issue was scratches on the optic. He removed the iol from the patient's eye and the surgery was successfully completed using an additional iol. The patient's daily activities was significantly affected. There was no delay in treatment or other interventions involved. No further information was provided.